Event description:
It was reported that a patient had used a transfer set for more than 4 months. The customer could not specify the exact length of use. It was not reported if proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the disposable transfer set was in use longer than expected duration of use. Per baxter labeling, users are instructed to use the uv-flash transfer set no longer than four months. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.